Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The implanted device remains.

Event description:
Correction: the previous or initial MDR submitted on april 30, 2025, was filed inadvertently. Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are no plans to re-implant the patient with a new device as of the date of this report.